Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, an olympus endoscopy support specialist was dispatched on (B)(6) 2019 to perform an onsite inspection of the user facility¿s aer. The ess reported that a review of the aer¿s error log was performed and revealed no errors occurred during the cycle for the scope. Aer¿s manufacture recommends maintenance every six months. The aer¿s last periodic maintenance was performed on (B)(6) 2019. During the visit the aer¿s water filter was changed. The disinfection process of water supply piping was performed in per the aer IFU after changing of the filter.

Manufacturer narrative:
The facilitator visited the customer's site to perform the sampling technique and noted the following deviation: the cardboard was brought into the sampling room when they collected the sample. ((B)(6) 2019). Olympus submitted the sampling and culturing study interim report of the tjf-q180v on october 30, 2019. According to the report, a root cause of this case is following: it was not possible to conduct destructive sampling at this site, yielding little information to determine a root cause. Insufficient reprocessing due to duodenoscope leak and/or improper reprocessing procedure are the probable causes.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility and was informed that the user facility¿s endoscope is leak tested prior to manual cleaning with an olympus mu-1 and mb-155. The enzymatic prolystica detergent is used for manual pre-cleaning. The endoscope¿s channel is brushed during manual cleaning with an us endoscopy (lot# 002719926) single use brush. Pre-cleaning is performed immediately after each procedure. The facility¿s oer-pro with acecide c is used for high level disinfectant and reprocessing. The aer¿s minimum effective concentration is being checked after each cycle. The user facility participated in a reprocessing in-service/observation on june 9, 2018 and november 27, 2018 conducted by an olympus endoscopy support specialist. In addition, there have been no changes with the facility's reprocessing personnel since the last on-site in-service. All of the facility¿s reprocessing personnel is trained on how to properly reprocess an endoscope. There are no known issues with the facility's aer. The exact cause of the reported event cannot be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the user facility to observe the reprocessing techniques of the technician who reprocessed the scope prior to the sampling and provide training if necessary. To date the visit has not been finalized.

Event description:
Olympus was informed that during a (B)(6) surveillance study the scope cultured positive for acinetobacter calcoaceticus and staphylococcus aureus after reprocessing. There were no associated patient infections reported.